Event description:
A surgeon reported having difficulty loading an intraocular lens (iol) during surgery. As the surgeon tried to push the lens further into the cartridge, the haptic broke off. The lens was not used with the pt and a spare lens was implanted. As a result, the surgery took slightly longer to complete than normal. The surgeon believes she used too little viscoelastic during loading. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).